Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is the patient¿s current condition? Was the transection created using one or multiple firings of the device? Was tension applied to the tissue while firing the device? Approximately how low was the device being fired in the pelvic area? What part of the staple line was incomplete of staples? Were any of the forces higher or lower than expected (closing, firing, or opening)? During the operation, what was the appearance of the staple (proper form, malformed, open, etc)? What was the thickness of the tissue? Was the patient receiving radiation or chemotherapy? Patient: (B)(6); pre-op diagnosis: perforated rectum carcinoma; neoadjuvant radiation therapy. Relevant co-existing disease: morbus parkinson, cardiac insufficiency. There were no anomalies noticed during closing and firing of the device. Only at the proximal side of the dissection, a complete stapleline was present. These staples show the proper b-form. The other side of the dissection was overstitched by hand and the procedure could be continued as intended. No additional blood substitutes were necessary. The anus praeter was initially planned and is not related to the event with the cs40g. The patient is currently at the ICU.

Event description:
It was reported that prior to a low anterior resection procedure, incomplete staple line, but cut completely. The patient is doing well. They got a hartman (anus praeter temporarily). No further information is available suture by hand was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information received: upon review of the information provided, it was concluded that this event does meet the criteria for a serious injury; therefore the event has been updated to a malfunction event. The temporary colostomy was planned prior to surgery.

Manufacturer narrative:
(B)(4). Additional information: received additional information: patient: (B)(6) male patient, (B)(6). Pre-op diagnosis: perforated rectum carcinoma; neoadjuvant radiation therapy. Relevant co-existing disease: morbus parkinson, cardiac insufficiency. There were no anomalies noticed during closing and firing of the device. Only at the proximal side of the dissection a complete stapleline was present. These staples show the proper b-form. The other side of the dissection was overstitched by hand and the procedure could be continued as intended. No additional blood substitutes were necessary. The anus praeter was initially planned and is not related to the event with the cs40g. The patient is currently at the ICU.